Event description:
Patient's representative reported "capsular contracture baker grade IV", "bottoming-out", "ptosis" and "worries about a potential risk of developing cancer". This record is for the right side. The device was explanted and replaced with nonabbvie.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade IV and migration.